Event description:
It was reported that the stent graft could not be deployed once successfully advanced to the treatment site in the left forearm fistula. The entire system was removed without incident and another stent graft was successfully implanted. Reportedly, the treatment site and/or tracking path were most likely calcified. No reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for evaluation. The stent graft was found to be partially released and outer sheath of the delivery system was torn off and elongated in the area of the catheter reinforcement. The condition of the sample (torn off outer sheath/partially deployed stent graft) leads to the conclusion that very high friction forces affected the system, which made stent graft deployment difficult and finally resulted in the damage to the outer sheath. This event may have been associated with anatomic conditions of the pt or insufficient flushing procedure. However, based on the information available, a definitive root cause for the reported issue could not be determined. The instructions for use (IFU) states: the stent graft lumen must be flushed before introduction of the delivery system. The application reported represents an off-label use of the device. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The current IFU states: the safety and effectiveness of this device for use in the vascular system has not been established and can result in serious harm and/or death.